Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection and buried bumper are known complications of a peg -j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017, the patient experienced a peg-j site infection and was treated with unknown antibiotics prescribed by his general practitioner. On an unreported date, a decision was made to replace the peg-j tubing. During a scan, buried bumper syndrome was diagnosed. On (B)(6) 2017, the patient was admitted to the hospital for surgery. When attempting the tube replacement, the pyloric sphincter could not be located, so the procedure was halted. On (B)(6) 2017, the patient was discharged.